Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause of loss of connection could not be determined because the complaint could not be replicated with the returned device. No injury or medical intervention was reported.